Manufacturer narrative:
D9 device was returned and date received was added. E1 zip code extension was added as it was omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when turning on automated impella controller to test alarm controller failure alarm noted. Turned off and back on again. Alarm continued. Sent to biomed and taken out of service. There was no patient involvement.